Event description:
Device 1 of 3. Ref MFR reports: 1627487-2012-03667 and 1627487-2012-03668. The pt received 2 scs leads with the same lot number. It was reported, the physician diagnosed the pt with an infection at the back of the head after the pt reported pressure in the area along with clear fluid and pus. The pt also reported experiencing chills. The pt was admitted to the hosp through the ER and his scs system was explanted. No additional info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.